Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the maryland bipolar forceps instrument would not close properly. Frayed cables were noted on the instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following damages: the instrument's pitch cable was loose at the distal clevis hub. Both cable crimps remained in the clevis and no damage was found on the cable. Upon housing removal, the clamping pulley was found to be derailed however no loose clamping pulley screw was found. The instrument's pitch cable was derailed on the clamping pulley which created the loose cable on the grip area. The instrument's clamping pulley was corroded/contaminated. There was visible residue observed on the clamping pulley inside the housing by the cable rail area. Failure analysis concluded that the corroded/contaminated damage may be due to improper cleaning. The instrument's bipolar yaw pulley had thermal damage. The yaw pulley exhibited char marks on the yaw pulley however there were no signs of arcing. The instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found.